Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that the patient underwent removal of the exposed mesh, revision of the arms of the mesh and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh exposure and pelvic pain, urinary incontinence. (B)(4).

Event description:
Details: it has been reported that the patient underwent removal of the exposed mesh, revision of the arms of the mesh and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh exposure and pelvic pain, urinary incontinence.